Event description:
Lead was explanted due to no capture at high outputs (10v or higher). No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed a deformed conductor coil 16.5 cm distal to the is4 connector pin and a deformed kink protection tube 3.5 cm distal to the is4 connector pin. These deformations most likely resulted from the surgery due to mechanical stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported electrical issues. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.